Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic hemorrhoid ligation procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly, ligator head, and irrigation tube) was analyzed, and a visual evaluation noted that the returned ligator head had no bands and six bands returned which were already deployed. The suture was in good condition with seven knots. The returned irrigation tube was in good condition. The device was observed under magnification, and the ligator head teeth were bent/damaged. The suture hole was in good condition. The handle marks of trip wire secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and six bands returned which were already deployed. These suggest that the device could not deploy. These conditions could have been generated possibly due to some knots along the suture thread got dislocated from the teeth on the ligator head and this could have happened due to user manipulation, some technique performed during procedure and/or even anatomical factors. Once some knots got dislocated the suture thread would have encountered difficulties releasing the bands. It is possible that these difficulties encountered caused the damage/bend on the ligator head teeth. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic hemorrhoid ligation procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.